Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and one electric shock for an atrial arrhythmia episode. The shock was able to convert the episode. Additionally, technical services (ts) noted that the right ventricular automatic threshold (rvat) test was unsuccessful due to fusion/noise, however, no noise was observed on the stored electrograms (egms). All right ventricular (rv) lead measurements were stable. No adverse patient effects were reported. This device remains in service. Additional information was received that this device delivered inappropriate atp and shock therapy. No additional adverse patient effects were reported. This device remains in service.